Event description:
The reporter stated the surgeon inserted a aq2003v three piece silicone lens. Noticed haptic was broken after lens was inserted into the eye. The incision was enlarged to remove lens and a suture was required. The reporter stated it due to loading error.

Manufacturer narrative:
(B) (4). (Incision sutured). (B) (4).